Manufacturer narrative:
(B)(4). The complaint rt210 adult dual-heated breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Event description:
A medical centre in (B)(6) reported the following to a fisher & paykel healthcare (fph) field representative involving an rt210 adult dual-heated breathing circuit: "an adult circuit that came out of the package with a bent adapter. That did not allow us to hook up to the heater cables." This was noticed prior to patient use.

Event description:
A medical centre (B)(6) reported the following to a fisher & paykel healthcare (fph) field representative involving an rt210 adult dual-heated breathing circuit: "an adult circuit that came out of the package with a bent adapter. That did not allow us to hook up to the heater cables." This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt210 breathing circuit was returned to fisher & paykel healthcare (B)(4) for inspection and tested to see if it could be connected to a heater wire adaptor. Results: full insertion of the inspiratory heater wire adaptor was not achieved as the inspiratory limb heater wire pins are outside of specification. Full insertion of the expiratory heater wire adaptor was achieved and the expiratory limb heater wire pins are within specifications. A lot check revealed no other complaints for lot 110511. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to damage the heater wire pins during use, for example, if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent or split pins reported to us by health care facilities, it is impossible for us to determine whether the pins were damaged during transport or by the end user. (B)(4).